Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 104 mg/dl, 208 mg/dl, 168 mg/dl, 108 mg/dl, and 248 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was no longer able to hear. Testing revealed that the device has malfunctioned.